Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted during testing. The insulin pump had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was over 400 mg/dl at the time of the hospitalization. The customer's blood glucose was 460 mg/dl at the time of call. The customer stated that they treated his high blood glucose with insulin fluid and went down to 110 mg/dl. The customer stated that he was using manual injections. The date of the hospitalization was (B)(6) 2015. The customer stated that there were no issues on the insulin pump during troubleshooting for air bubbles, leas, site and insulin. The customer performed high pressure test and found no delivery alarm. The customer was advised customer to change entire set, reservoir, insulin and treat per health care professional's instructions. The insulin pump will be returned for analysis.